Event description:
Tech in CT lab noted this pt's IV was not functioning correctly. An ER nurse was called to assess the i.v. On arrival the 20 gauge angio in the left ac noted to have separated at the hub/catheter joint. Rn immediately manually secured the catheter, removed tegaderm, hub and then removed the catheter. The catheter appeared intact upon inspection. Pt's access cleaned and was dressed with gauze and "coban". Catheter very carefully removed. Area cleansed.